Manufacturer narrative:
On (B) (6) 2010, the doctor reported that a restoration that had been cemented with maxcem elite had de-bonded. No further details were provided and no product was returned for evaluation. A retain sample was evaluated for adhesive strength and the results are within specifications and acceptable for product performance. Retain sample evaluated.

Event description:
On (B) (6) 2010, a doctor reported that a restoration that had been placed with maxcem elite cement de-bonded.